Manufacturer narrative:
Submit date: 09/21/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. Customer reports that they have found more syringes with leakage. Due to this, customer is transferring drug from the leakage syringe into a new syringe inside the hood so that the product could still be used, which is time consuming. More info to come on sample return. Numerous attempts have been made for additional information however, none has been provided to date.